Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the deployment of the valve, there was a gap on the left coronary cusp (lcc) resulting in moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) with a 26 mm balloon was performed with no improvement in the pvl. A second bav was performed with a 30 mm balloon. Following the second bav, echocardiogram revealed severe central regurgitation. Subsequently, a second valve was successfully implanted. No adverse patient effects were reported.